Event description:
The home patient (hp) reported becoming detached from the patient line. Therefore, the hp was requesting to end therapy from the homechoice cycler. The hp was assisted to disconnect. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The availability of the sample is unknown at this time, therefore, an evaluation will not be performed. Should the sample become available a follow up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.